Event description:
Broached to a size 3 standard actis and it was stable. Opened real implant and it was significantly undersized to the point to where it was "swimming in the canal". We confirmed broach size and everything. Doctor stated that the real implant "even looked smaller" and seemed "off". Real stem was nowhere near stable. We have done thousands of actis and I have not seen this issue. The physician is asking for a discount on the wasted item. We had to waste the implant due to this. No patient harm.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.